Event description:
It was reported that the patient experienced a syncopal episode at home and was taken to the emergency room. The patient's son decided to dnr the patient as it was the pt's decision. The patient deceased from cardiac arrest and hypotension. There is no allegation from a health care professional that suggests that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.